Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-1153) on 08-oct-2015. The most recent information was received on 31-may-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and joint destruction ("destroying my joints") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), joint destruction (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove one or more of the essure coils on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown and the joint destruction had not resolved. The reporter considered abdominal pain, genital haemorrhage, joint destruction, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: suspect drug indication (permanent contraception), essure start date ((B)(6) 2013), and new events (pelvic pain, heavy abnormal bleeding, abdominal pain / severe cramping and vaginal pain) were added. A surgery for essure removal was performed on (B)(6) 2015. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on(B)(6)2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device location of device:uterus"), genital haemorrhage ("heavy abnormal bleeding") and joint destruction ("destroying my joints") in a 41-year-old female patient who had essure (batch no. 58565) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), joint destruction (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain"), fatigue ("fatigue"), cervicitis ("chronic cervicitis"), metaplasia ("metaplasia"), cyst ("cyst"), arthralgia ("joint pain"), alopecia ("hair loss"), emotional distress ("distress"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). The patient was treated with surgery (to remove one or more of the essure coils on (B)(6)2015) and surgery ( (B)(6)2015, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown, the device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, cervicitis, metaplasia, cyst, arthralgia, alopecia, emotional distress, abdominal pain lower and back pain had resolved and the joint destruction had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, cervicitis, cyst, device expulsion, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, joint destruction, menorrhagia, metaplasia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: both fallopian tubes are occluded further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: the pfs received:the event abnormal vaginal bleeding, menorrhagia, device expulsion, dysmenorrhea, dyspareunia, fatigue, chronic cervicitis, metaplasia, cyst, joint pain, hair loss, distress, lower abdominal pain, back pain added,lot number added,reporter added,events outcome added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.